Event description:
It was reported a patient's atrial lead presented with loss of capture due to dislodgement, confirmed via x-ray. The lead was explanted in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.